Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose was 3.5, 5.8 and 3.9mmol/l. Tests were done 20 minutes apart. Pt did not experience any adverse events. No further info has been reported.